Event description:
It was reported that three spikes were noted and observed as not capturing on the atrial and right ventricular (rv) pacing lead. It was also reported that the atrial and rv lead had triggered for low impedance which was noted as chronic. The atrial and rv lead threshold were measured via autocapture and manual and were noted as varying/unstable. Physician questioned if patient had electrolyte imbalances or new medications which were altering the threshold in the ventricle. Auto capture was turned off, threshold reprogrammed, and base rate was increased. Subsequently, physician decided to replace the atrial and rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4068 lead, implanted: unknown; st jude ICD, (B)(6) implanted: unknown. (B)(4).